Manufacturer narrative:
The customer performed cleaning and flushing as troubleshooting instructed by the customer service over phone. Preventive maintenance (pm) was also arranged and completed and no instrument issue was found. Field service could not reproduce the complaint issue during the service visit. The results from the first count were overly low for all main parameters (wbc/rbc/hgb/plt), followed by gradually increased rbc and hgb in each subsequent run. This indicated a possibility of inadequate mixing probably due to limited sample volume in a capillary tube, which resulted in the initial depressed results as well as count-to-count variations observed in this ticket. A review of tracking and trending did not identify any trends for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the cell-dyn emerald, serial number (B)(6) was identified. This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Event description:
The customer observed a falsely depressed hemoglobin result generated on the cell dyn emerald for one sample on (B)(6) 2021. The following data was provided: hemoglobin results = 3.0 g/dl, repeats = 10.0 g/dl and 13.0 g/dl no impact to patient management was reported.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.